Event description:
In 2009, the patient reported that he believes there is an issue with the priming function of his infusion device. He stated that he fills the insulin cartridge past the 315 unit mark and inserts the cartridge into the infusion device without the infusion tubing attached. He then initiates a prime until he is able to see insulin bubble on the tip of the insulin cartridge. He stated that sometimes, it takes at least 20 units before he is able to see insulin bubble on the tip of the insulin cartridge. The pt was educated on the proper procedure for changing the insulin cartridge and priming. No physiological effects were reported. The pt was sent a replacement infusion device. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.